Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the plunger clamp, tip clamp, #2 pole cable, and tube lifter in the reported problems area of the pipette assembly. The instrument was inspected tested without further problem and returned to service.